Event description:
The customer reported the images become black and distorted. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. Sys operates as intended.